Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 30-sep-2022. H6: investigation summary customer returned a total of (20) 4mm, 32 gauge nano pen needles from lot 4056223 and (19) 4mm, 32 gauge nano pen needles from lot 4043139. Pulling each of the needle shields from the pen needles did not require any more force than anticipated. Each needle shield could be removed with little effort as intended. Needle sticks are liable to happen in the event of reshielding. The pen needles are a single-use item and not intended to be reshielded once the needle shield is removed. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. Based on the samples received, embecta was unable to confirm the customer¿s indicated failure of the inner shields having incorrect dimensions. Root cause cannot be determined at this time as the issue is unconfirmed.

Event description:
It was reported while using bd ultra-fine¿ nano¿ pen needles the shields were difficult to remove. There was no report of patient impact. The following information was provided by the initial reporter: consumer stated inner shields are hard to remove because they are too small.

Manufacturer narrative:
Date of event is unknown; awareness date has been used for this field. There were multiple lot numbers reported to be involved. The information for each additional lot number is as follows: medical device lot #: 4043139, medical device expiration date: 15mar2019, device manufacture date: 15mar2014. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd ultra-fine¿ nano¿ pen needles the shields were difficult to remove. There was no report of patient impact. The following information was provided by the initial reporter: consumer stated inner shields are hard to remove because they are too small.